Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device can not boot up. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
The processor pca and power pca were replaced and the device passed all performance assurance testing and was placed back in service.